Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell five of six of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the alarm. The patient was advised to complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.